Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. While in recovery, the patient began to complain of discomfort and pain. The patient's blood pressure dropped and a transthoracic echocardiogram revealed the watchman flx implant had embolized to the ventricle. The patient was transferred to the operating room for surgical extraction of the device. No additional information is known.

Manufacturer narrative:
E4: updated from "no" to "yes". FDA medwatch report number mw5107892.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. While in recovery, the patient began to complain of discomfort and pain. The patient's blood pressure dropped and a transthoracic echocardiogram revealed the watchman flx implant had embolized to the ventricle. The patient was transferred to the operating room for surgical extraction of the device. No additional information is known. It was further reported that the device was successfully retrieved. However, after retrieval, the patient died from organ failure. The belief was that the organ failure may have been caused by the watchman device forcing the mitral valve to remain open and calcify. There were other variables and factors that contributed to the death of the patient, but the device embolization contributed.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. While in recovery, the patient began to complain of discomfort and pain. The patient's blood pressure dropped and a transthoracic echocardiogram revealed the watchman flx implant had embolized to the ventricle. The patient was transferred to the operating room for surgical extraction of the device. No additional information is known. It was further reported that the device was successfully retrieved. However, after retrieval, the patient died from organ failure. The belief was that the organ failure may have been caused by the watchman device forcing the mitral valve to remain open and calcify. There were other variables and factors that contributed to the death of the patient, but the device embolization contributed.